Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak near the end of the patient line connector during fill 3 of 4 of their pd treatment. The patient noted that every time the solution was pumped, a droplet would leak by the patient connector. There were no alarms. Additional information requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.